Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an air detected in cassette alarm during dwell 4 of 4 of treatment. Fluid was seen coming from the last bag (lb) connection. The lb was not securely connected. The lb was a baxter bag and the bag completely leaked out. The patient cancelled treatment and was advised to contact the pd registered nurse (pdrn). Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not verify if the patient completed treatment, if there were further issues with the cycler and supplies, or the availability of the adapter and solution bag. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an air detected in cassette alarm during dwell 4 of 4 of treatment. Fluid was seen coming from the last bag (lb) connection. The lb was not securely connected. The lb was a baxter bag and the bag completely leaked out. The patient cancelled treatment and was advised to contact the pd registered nurse (pdrn). Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn could not verify if the patient completed treatment, if there were further issues with the cycler and supplies, or the availability of the adapter and solution bag. Additional information was requested, however to date has not been provided.